Event description:
It was reported that a device fracture occurred. The 91% stenosed target lesion was located in moderately tortuous and calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that a device fracture occurred. The 91% stenosed target lesion was located in moderately tortuous and calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: a visual and tactile examination of the hypotube found a break at 24.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon cones were reviewed, and contrast was observed inside the balloon. Balloon wings appeared undamaged, and no issues were found with the blades. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.